Event description:
It was reported that this right ventricular (rv) lead had exhibited an alert due to high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and recommended further testing. This rv lead remains in service. No adverse patient effects were reported.